Manufacturer narrative:
The reason for this revision surgery was the patient's knee had signs of poly wear. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. The part number could not be confirmed. Multiple searches of the patient database could not confirm the part/lot numbers or information identifying the date of the original surgery. Information was not provided that definitively described the primary root cause or reason of the insert poly wear. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's knee having signs of poly wear; the surgeon revised the poly.